Event description:
Boston scientific received information that right atrial lead exhibited low pacing impedance of less than 200 ohms and noise with oversensing. It was also determined that the patient received inappropriate shocks and had loss of capture as well as pacing inhibition which resulted to asystole of less than 2 seconds. Based on fluoroscopy, this ra lead was fractured. This lead was surgically abandoned and was successfully replaced thereafter. The system is out of service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.